Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons functioned properly. The insulin pump had moisture damage on the keypad traces. All operating currents were within specification. The insulin pump passed the self test. No unexpected number ramping anomaly or battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad is unresponsive to user inputs. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.